Manufacturer narrative:
D10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot# n3b0036y) sigadaptxl, sig power sigadaptxl linear xl adapter (serial# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastric sleeve procedure, the surgeon did the usual firing sequence. The device did not deploy the full length of the 60 mm reload. All staples were fully formed on inspection, no bleeding observed by the doctor and the assistant. The distal end of reload did not look like it deployed at all. The cut line was in line with the staples deployed. The surgeon reloaded the device with another reload and completed the surgery as normal. There was no patient injury.